Manufacturer narrative:
Per tandem user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 42-63 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the insulin gauge was inaccurate. After troubleshooting with tandem technical support, it was determined that the customer added insulin to the cartridge outside of the load sequence. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.